Event description:
On 6/4/08 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter would not power on. The complaint was classified based on the customer service representative's (csr) documentation since medical affairs specialist (mas) was not able to reach the pt. At 3:45 pm on four days before, the pt indicated that the subject meter would not power on when the test strip was inserted into the test strip port. The pt reportedly took no actions towards her diabetes treatment as a result of the alleged meter issue. At an unspecified time and date after the reported issue, the pt mentioned that she developed "symptoms of high blood sugar." It is unk whether the pt attempted to test before, during, and/or after the alleged symptoms. It is also unk whether the pt treated the reported "high" symptoms. The pt tests her blood glucose three times a day and manages her diabetes via insulin (unspecified type) on a sliding scale. No medical interventions were documented. The correct test strips were used at the time of testing and no meter trauma reported. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.